Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4. A mitraclip xtw was inserted without issues. However, the clip became caught on the anterior leaflet, and it was observed that a gripper was not functioning as intended. The clip was able to be freed from the leaflet, and the clip was removed and replaced. Echocardiography was performed and revealed chordae damage. While outside the patient, the gripper was mannually pulled down, and tissue appeared to be in the gripper channel. One clip was deployed, reducing the mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. All information was investigated, and a cause for the reported difficult to remove from the anatomy resulting in a single gripper actuation issue cannot be determined. Unspecified tissue injury (chordal damage) appears to be related to difficulty removing the clip from anatomy and is therefore related to procedural conditions. Tissue damage/injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.